Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was approximately 44 mg/dl, and the meter bg reading was approximately 100 mg/dl. No additional patient or event information was available. Reportedly, the transmitter and sensor had been changed multiple times, and at the time of the report with tandem technical support cgm readings were accurate. A root cause could not be determined. A replacement sensor was sent to the customer.